Manufacturer narrative:
(B)(4).

Event description:
It was reported that high pacing lead impedance and capture threshold were observed. Lead fracture was suspected. The lead was explanted. There were no adverse consequences to the patient.

Manufacturer narrative:
A partial lead with the lead tip measuring 50.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.